Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of fentanyl at 325 mcg/day and 10 mg/ml of bupvacaine as a secondary drug via an implantable pump for non-malignant pain and peripheral neuropathy. On (B)(6) 2016, it was reported that the patient was not getting adequate relief of their symptoms from the therapy. A dye study was performed and the catheter was found to be patent. However, the healthcare provider noticed that, when the dye was injected, an accumulation around the pump occurred, suggesting a leak at the pump connector. The patient did experience relief upon receiving a 400 mcg bolus, indicative that some amount of medication is reaching the patient despite the leak. As the patient was nearing elective replacement for the pump anyway, a replacement/revision to address the leak was planned but had yet to be scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Device code (B)(4) pertains to the pump.

Event description:
Additional information was received from the health care provider (hcp) reporting the pump was replaced due to normal battery depletion. The catheter was revised at the same time for unknown reason. It was also indicated "there was no event in regards to the catheter revision. The catheter was spliced to add length to the catheter since the pump was relocated and additional catheter length was needed."